Event description:
Oracle ro 1225632: it was reported that the pump failed an accuracy test +8.45%. There was no patient involvement. No patient injury was reported.

Manufacturer narrative:
The device was returned to (B)(6).

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4) . No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper sticker was removed. During functional check, the reported problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No problem found. No action taken.